Event description:
Initial report: "during our first inspire case (B)(6) 2025, we were using the heated mattress pad. I came back from break, and the rep, was trying to trouble shoot why they couldn't connect to the generator to test functionality. We turned off the lights in the room per dr.'s request trying to eliminate possibilities of what was interrupting the connection. It was assumed the generator was not functioning correctly and a second one was opened. It was not connecting to test either. As operating room 5 is the primary room for the inspire procedures, I mentioned that the only thing I could think of that was possibly different from previous cases was the heated mattress. When I turned it off, they were able to connect. (Acting supervisor)I was notified immediately, and called (B)(6), making him aware of the situation. It was decided not to use the heated mattress for the remainder of the cases." Investigation: I understand that the surgery team with the inspire representative had installed an inspire implant generator and were using a wireless controller to test the unit's functionality. They were unable able to connect to the generator with the wireless controller. They removed the inspire implant generator and replaced it with a new inspire implant generator which resulted the same wireless communication issue. After troubleshooting, a nurse pointed out that the only thing that might be different in the room was the use of the steris patient warming system. The steris patient warming system was unplugged and the surgical team was able to make the inspire generator ¿ controller connection and finish the procedure with no further issues. No negative outcomes are expected for the patient. Ref report: mw5165334.